Manufacturer narrative:
The event occurred in (B)(6). The caller did not provide product information for the unknown accu-chek system.

Event description:
Caller states patient tested 23.9 mmol/l and 5.4 mmol/l on the inform ii system, and he tested 9.3 mmol/l on an unknown accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.